Manufacturer narrative:
B5; additional information received: it was confirmed that there was no damage noted to the device packaging. No difficulty was noted when removing the delivery system from the packaging. Preparation of the device was followed as per the IFU with no difficulty encountered during prep of the device. Product analysis conclusion; :image shows a section of a stent graft loaded in a graft cover at the account. There appears to be deformation to the stent graft. The reported ¿deformation (in-vitro)¿ can be confirmed through analysis of the image provided. A.4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was attempted to be used during an endovascular treatment of a 45mm aneurysm. It was reported that during the index procedure, before the stent was implanted, after the stent was disassembled, it was found that the tip of the delivery system sheath was cracked and was not used. Another medtronic 28 abdominal aorta main body  was implanted in the patient. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.